Event description:
Related manufacturer report number: 2017865-2023-00334. Prior to a routine device replacement procedure, noise resulting in oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and the noise resulting in oversensing was reproduced. Additionally, r wave amplitude variation was noted on the ventricular lead. The ra lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.